Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000075293. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during surgery on (B)(6) 2023, intra-op diagnostics indicated the patient's lead had high impedances. As a result, the lead was explanted. The investigation did not determine which lead is related to the issue.